Event description:
Regular polygrip used from 1996-1999 then changed to super polygrip in 1999 til present. While using the product, I noticed a lot of tingling & numbness in hands, legs & feet. Muscle weakness, and paralysis. I was diagnosed with myothopy & neuropathy approx. 2006. I had tests done. I am still presently being tested. My myothopy and neuropathy is permanent and requires continued medical care and treatment. Loss of use of legs from cane to walker to wheelchair. Loss of employment, loss of most motorability in right hand, sexual side effects: loss of most sensation muscle, causing marital problems also including loss of wages. Had happy loving marriage new home & life. (Turned to anger, depression, and I had suicidal thoughts. This also has caused a lot more stress on my wife, she has to take almost total care of me. She has disabilities herself. We actually lost everything but each other. Dose: denture cream. Frequency: once a day/ once every 2 days. Route. Oral. Dates of use: 1999 - present,. 1996 - 1999. Diagnosis or reason for use: denture adhesive. Event abated after use stopped: no.